Manufacturer narrative:
Unit passed displacement and self tests; it failed active current measurement and sleep current measurement tests. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The high current measurements are probably due to the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery. Customer stated the battery last less than one wee, battery just lasts 8 hours than he has to change the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.